Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The sensor was inserted on (B)(6). 2015. Patient inserted the sensor on arm. The patient's mother did not report injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was downloaded and reviewed on (B)(6) 2015 confirming the reported event of inaccurate readings. It was reported that the patient did not insert the sensor in an approved site according to the user's guide. It should be noted that the dexcom g4® platinum continuous glucose monitoring system states: sensor placement and insertion is not approved for sites other than the belly (abdomen).